Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It is possible that the shaft became kinked or entrapped in the anatomy preventing inflation; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a conclusive cause for the inflation issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 6x250mm armada 35 balloon catheter failed to inflate. The procedure was successfully completed with a new armada 35 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.